Event description:
The account alleged that the bed is not sending an alarm to the nurse station when bed exit is alarming.

Manufacturer narrative:
The technician tested the bed and could not duplicate the alleged malfunction.